Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon shell was noted to be discolored, as it was blue in appearance. A valve test was performed, and when di water was injected into the balloon valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from several openings on the radius of the balloon shell, as well as from the tear on the anterior portion of the shell. Under microscopic analysis, the apparent origination point of the tear was noted to have striated edges, consistent with surgical damage from device removal activities. Seven openings were observed on the radius of the shell. All seven openings were noted to have striated edges, consistent with damage from a surgical tool. Yellow and black particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
Medwatch sent to the FDA on 01/aug/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling addresses the event as follows: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon had "intense low back pain and vomiting of difficult control. A tomography of the abdomen was performed, confirming gastric dilatation and balloon with air level. Volume of the balloon of 1490 ml." The device was removed.